Event description:
It was reported that during a laparoscopic cholecystectomy procedure the clips did not hold or form correctly. The case was completed with another device. There was no patient consequence.